Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the retainer ring and piece from the reservoir compartment broke off. The customer's blood glucose was 10.7 mmol/l at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had a scratched display window cover, minor scratched lcd window, cracked keypad at select button, keypad overlay texture damage, broken reservoir tube lip, missing retainer, and missing reservoir tube o-ring. Unable to perform displacement test due to a missing retainer.